Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8336-70, serial/lot: (B)(4), description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient started to feel numb from the waist down about an hour after the implant procedure. The lead was placed at t7 and there were no abnormalities during the implant procedure. The physician removed the scs system the same day. Post-operatively, the patient still had no feeling or ability to move her legs.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient started to feel numb from the waist down about an hour after the implant procedure. The lead was placed at t7 and there were no abnormalities during the implant procedure. The physician removed the scs system the same day. Post-operatively, the patient still had no feeling or ability to move her legs.